Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent repair surgery on (B)(6) 2016 during which it was noted ¿the previously placed mesh was significantly decreased in size from its original size (approximately the size of a quarter) and small bowel was adherent to the mesh and it was necessary to create a small serosal defect in order to free the bowel from the mesh¿. It was reported that the patient experienced severe pain, hernia recurrence, bowel injury, removal surgery, adhesions, inflammation, loss of appetite, stress and anxiety. No additional information is provided.